Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 months post-implant, it was reported that the patient was at the hospital and experienced a red heart alarm while the patient was sitting up. The same alarm occurred three additional times. A review of the patient's event history indicated 4 pump stoppages within an hour; however, the patient was feeling fine and showed no symptoms. The patient was placed on batteries and the alarms no longer occurred. A non-grounded patient cable was requested and x-rays of the driveline were taken. The x-rays did not reveal any areas of damage and no additional alarms were reported in the days after. The patient remained on his patient cable; however, the patient¿s system controller was exchanged.

Manufacturer narrative:
The patient's demographics were not reported to the manufacturer. The approximate age of the device is 10 months. The pump remains implanted and in use by the patient; however, the replaced system controller was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient¿s system controller event history was reviewed and the reported red heart alarms were confirmed. The pump was not available for evaluation as the pump remains implanted and in use by the patient; therefore, a specific cause for the reported alarms could not conclusively be determined. The returned system controller (serial #(B)(4)) was functionally tested and was determined to be operating as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.